Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were noted. Unable to perform prime test due to the reservoir being partially returned. No stopper-plunger, no set of o-rings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 157 mg/dl at the time of the incident. The customer states that they do not know if the leak is past the first or second o-rings. The customer was sent replacement reservoirs